Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation no root cause could be identified; however it is likely damage to the image sensor unit (e.g., disconnection) or failure of mounted components ( integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling leading to the malfunction. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be prevented by following the instructions for use which state: chapter 3: preparation and inspection this chapter explains the equipment that needs to be prepared and the methods of inspection before using this product. 3.1 flow of preparation and inspection this section outlines the workflow of the tasks explained in this chapter. Before use, make sure to perform the preparation and inspection as indicated below. Additionally, for related equipment used in conjunction with this product, inspect them according to their respective 'electronic attachments' or 'user manuals.' In case any abnormalities are suspected during inspection, follow the procedures in 'chapter 5: when anomalies occur.' Furthermore, if it becomes evident that there is a malfunction, refrain from using it and proceed with repair as per '5.4 sending the endoscope for repair.' Warning: ¿ using an endoscope suspected of abnormalities may not only result in a lack of proper functioning but may also lead to equipment damage, posing a risk of injury to the patient or operator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During device evaluation at olympus, it was found: bending angle in up direction did not meet the standard value due to wear of the angle wire, plastic distal end cover had a burn, objective lens had a chip, suction connector had discoloration, paint on the suction cylinder was peeled, suction cylinder was shaved, universal cord had a wrinkle, suction connector was dirty due to water leakage, water removal ability did not meet the standard value due to clogging of the nozzle, adhesive on the bending section cover had a white clouded area, adhesive on the bending section cover had a crack and a chip, the play of the up/ down knob was out of the standard value due to wear of the angle wire, the distal end had a burn, and multiple parts had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an e315 error occur. There were no reports of patient harm or injury.